Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags were observed leaking from the bottom of the bag. The leaks occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual devices were received for evaluation. Visual inspection observed a cut on the top of the bags where the customer likely drained the contents. Functional testing was performed and a leak was observed at the bottom weld of both samples. The reported issue was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.